Event description:
It was reported that the patient was experiencing frequent implantable pulse generator (ipg) charging. The patient underwent an implantable pulse generator (ipg) revision procedure. Patient was satisfied postoperatively. No product will be returned due to facility policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred over the last six months prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing frequent implantable pulse generator (ipg) charging. The patient underwent an implantable pulse generator (ipg) revision procedure. Patient was satisfied postoperatively. No product will be returned due to facility policy.

Manufacturer narrative:
Investigation result: the device was not returned to boston scientific for analysis. Device history record: a review of the device history record (DHR) confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Investigation conclusion: based on a thorough review of the reported complaint, this investigation is assigned a probable cause of unable to exclude device problem.